Manufacturer narrative:
Additional information received: patient was seen 1 week prior in clinic. At that time, map was 86. Maps had been consistently between 85-90. There was an increase in pump speed at this clinic visit as well, however, the exact change in speed is not clear. There is suspicion that the patient was under the influence of alcohol at the time of the event, however, this cannot be confirmed due to lack of autopsy. It was further reported by the site that the family of the patient declined to have an autopsy and that the pump would not be returned. The peripheral would be retained by the site. No additional information available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Death and neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event.  Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors.  Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the family heard a thump and when they got to the patient, he was on the floor. Per report, the family informed the implant site that the patient said he had numbness on his left side. He was brought to a hospital near his home and not the implant center. The patient was declared brain dead and withdrawal of support happened at the outside hospital on (B)(6) 2016. No autopsy is pending per report. No additional information available.